Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissor (mcs) tip cover slipped off of the mcs instrument and fell into the patient. The mcs tip cover was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) and the mcs tip cover accessory were inspected prior to use, and no damage or anything out of the ordinary was found. The mcs tip cover accessory was retrieved with a laparoscopic grasper. The issue was identified during a tissue retraction task. The surgeon was unsure of the cause of the accessory slipping off. The mcs instrument was in use for about half an hour, and no issues with its functionality were noticed during the procedure. There were no collisions with other instruments, and the tip cover appeared to be properly installed, with no part of the orange surface visible. The installation tool was used, and no lubricant was applied. A reducer was not used, and there was no difficulty in removing the instrument and tip cover. The instrument wrist was straightened upon removal, and no damage was noticed on the mcs tip cover accessory, mcs instrument, or cannula after the event. The procedure was completed robotically, and no post-operative tests were performed to check for remaining fragments. The mcs tip cover accessory is available for return to intuitive surgical for evaluation, but the mcs instrument is not.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation. Review of the provided image is consistent with a mcs tip cover accessory with no visible damage. Root cause of the failure mode cannot be confirmed without the returned device.